Manufacturer narrative:
H11. Corrected data: based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.

Manufacturer narrative:
Prosthetic endocarditis with or without vegetation, of valves and annuloplasty rings is a serious complication of valve replacement and valve repair surgeries despite improvements in prostheses types, surgical techniques, and infection control measures. This infection is generally categorized into early (onset usually less than 60 days postoperative) and late (onset greater than 60 days post-implantation). Late prosthetic endocarditis resembles native valve endocarditis in terms of etiological microbes, and sources of contamination are presumably similar. Late endocarditis occurs due to the implant being seeded from an infection or microbial contamination from elsewhere in the body. Dental, genitourinary, and gastrointestinal manipulation are known causes of transient bacteremia, which can place a patient at risk for prosthetic endocarditis. Additional procedures placing patients at risk for prosthetic endocarditis include urethral catheterization, colonoscopy, barium enemas, and surgical procedures. Late prosthetic endocarditis is not in any way related to the sterilization or packaging process of the device. The reported event was not confirmed. However, based on the investigation, it has been determined that the root cause of this event was due to patient related factors. The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
It was reported that a 3300tfx 23mm bioprosthetic aortic valve, implanted for two (2) years and six (6) months, was explanted due to aortic stenosis secondary to fungal endocarditis. Intraoperative inspection of the aortic valve revealed vegetations. The explanted device was replaced with a 3300tfx 21mm valve. The patient also underwent CABG. Postoperative tee revealed a normal functioning bioprosthetic valve without evidence of perivalvular leak. The patient tolerated the procedure well and was transferred to the ICU in guarded condition. The patient was discharged in good condition on pod #15.

Manufacturer narrative:
UDI #: (B)(4). Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Multiple requests for additional information have been performed; however, the root cause of this event cannot be determined with the available information. If any new information is received, a supplemental report will be submitted accordingly. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, it was learned that a 3300tfx 23mm aortic valve, implanted for two (2) years and six (6) months, was explanted due to aortic stenosis. The explanted device was replaced with a 3300tfx 21mm valve. Patient also underwent CABG. No other details provided.